Event description:
It was reported that at a pump refill, a motor stall was confirmed in the event logs with no motor stall recovery recorded. The pt experienced underdose with increased baseline pain. The pump contained morphine sulfate 50 mg/ml at a daily dose of 27 mg. The motor stall occurred on (B)(6) 2009. A stopped period may exceed tube set message was noted on (B) (6) 2009. The pump was updated with no recovery noted in the logs. The pump has alarmed in the past, but the pt was not able to hear the alarms; reason was not provided. The hcp was attempting to arrange for a pump replacement. The pt had no injury, per the reporter.

Manufacturer narrative:
(B)(4).